Event description:
During a laparoscopic left salpingo oophorectomy procedure, when the surgeon fired the device a second time, the operation of the device did not seem smooth and the jaws became stuck in the closed position for a time before the surgeon was able to release them. When he finally got the jaws to open, the instrument was removed from the field and a new instrument was opened. The case was completed without further incident. The o.r time was delayed 30 minutes. There was no patient consequence.